Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the device locked out and the active blade broke about one hour after surgery started. The broken piece did not fall into the pt. Another device was used to complete the case. There was no adverse consequence to the pt.